Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial channel oversensing of ventricular signals which led to inappropriate atrial tachy response (atr), additionally there were low r wave amplitudes and failure to capture in the right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported. Additional information was received, a device change out was performed due to normal battery depletion. The rv threshold was high with intermittent capture at max output. A rv lead revision was attempted but could not get access. Defibrillation threshold (dft) test was performed twice and the device was sensing well as such the rv lead remained in service. This ICD was successfully explanted and replaced. No additional adverse patient effects were reported.